Manufacturer narrative:
Concomitant medical products: 4194-88, lead, implanted: (B)(6) 2007, 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) when a lead integrity alert triggered due to the right ventricular lead oversensing and having short v-v intervals. The patient had been lost to follow-up and performance data revealed high-rate non-sustained tachycardia episodes. It was noted isometrics and pocket manipulation revealed no oversensing nor impedance variations in the ER so further discussion with the physician will occur and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.